Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was reported that the refrigerator was not opened and given error. A field service engineer (fse) performed a troubleshot and inspection but was unable to identify or recreate the issue. Customer confirmed the issue had been previously resolved with no further occurrences, and the user verified normal operation with inventory counts. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator wt2bmedsur helmer unit would not open and displayed an error message. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.